Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which identified no fluid in the bladder; the distal luer was not closed, therefore residual fluid from bladder emptied inside the bag containing the device. No sign of physical abnormality was found that could have caused the reported flow problem. A functional flow rate test was performed and found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The event was further described as "after 24 hours", the device was half full. A new device was used to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.